Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged ¿clamp pressing plate¿. Additional information is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, power on self-test, alarm log review and battery test were performed. During the visual inspection, it was identified that the clamp pressing plate was damaged. The cause of the damage is unknown. To correct the condition, the pole clamp was replaced. The device was serviced to meet functional specifications. If any additional relevant information is received, a follow up MDR will be sent.